Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, prime/a33 and excessive no delivery test. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 at 11:30 pm with a blood glucose level of over 600 mg/dl and diabetic ketoacidosis. The customer expressed the following symptoms: vomiting. The customer stated this event was her eighth instance of diabetic ketoacidosis. The customer was treated with an IV drip and a saline drip. Standard troubleshooting was performed. No delivery alarms and auto off alarms were discovered in the insulin pump's history. It was also discovered that the customer's basal and bolus settings were incorrect. The product was returned. Nothing further was reported.